Manufacturer narrative:
Based on information provided, kci cannot determine that the allegation that the patient's wound had gotten "bigger" was related to the activ.a.c.¿ therapy (system). Kci has made multiple attempts to gather further information, but no information was been received. This event is being reported as it is unknown if medical or surgical intervention was required to resolve the event. Device labeling, available in print and online, states: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance/expertise of a specialist: check the therapy hour meter to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. Clean wound more thoroughly during dressing changes. Evaluate for signs and symptoms of infection and, if present, treat accordingly. Change dressing often, ensuring that it is being changed at least every 48 hours. Examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound base. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Note: if a leak source is identified, patch with additional drape to ensure seal integrity. V.a.c.® therapy may not be off any longer than two hours per day.

Event description:
On nov 13 2017, the following information was reported to kci by the home health nurse: on (B)(6) 2017, the unit kept alarming that the canister was missing and/or not engaging and due to these events the patient's wound had allegedly gotten bigger and was not making much progress with irritation to the periwound. The nurse did not provide a specific date as to when it was initially noted that the patient's wound had gotten bigger. No further information was provided. On nov 13 2017, the following information was reported to kci by the wound care clinic nurse: they were aware that during the use of activ.a.c.¿ therapy system the patient's wound had gotten bigger, but was not sure the reason it had gotten bigger or the dates of when it had gotten bigger. The patient was discontinued from activ.a.c.¿ therapy system by the physician because she was moving her offices to another location and the physician was consulting with another physician for follow-up care. Kci completed a manufacturing records review for activ.a.c.¿ canister lot no. 51017983. All end release testing of product and packaging met specifications. The device evaluation for the activ.a.c.¿ therapy unit is in progress at this time.

Manufacturer narrative:
Based on the additional information provided, the physician confirmed that the patient had no permanent impairment, or medical or surgical intervention needed to resolve the event. The device evaluation confirmed the customer¿s allegation of the unit alarming ¿canister not engaged¿. However, kci cannot determine that the allegation of the patient's wound increasing in size was related to v.a.c.® therapy. Kci is reporting this event as a potential use error based on the device evaluation which indicated the user was aware of and reacting to the ¿canister not engaged¿ alarms and manually powered off the activ.a.c.¿ therapy unit for 14-hours prior to contacting kci or the health care provider as per the instructions for use indicated below. Additionally, there is no indication that the patient¿s dressing was replaced with an alternative dressing when therapy was off for longer than 2 hours. Device labeling, available in print and online, states: alerts and alarms when the therapy unit detects certain conditions, it will activate an alert or an alarm. Medium priority alarm ¿ requires immediate attention to ensure your prescribed therapy is being delivered. ¿ indicated by a repeating audible tone. Canister not engaged alarm ¿ medium priority alarm. ¿ therapy will stop during this alarm. ¿ this alarm is fixed by reinstalling the canister. ¿ if the alarm cannot be fixed, call kci or your doctor or nurse. Warning: if the therapy unit will be off for more than two hours, call your doctor or nurse right away. Without power to the therapy unit, your dressing will need to be replaced. Keep therapy on (off for no more than two hours) if therapy is interrupted or turned off for more than two hours, call your nurse or doctor right away. The old dressing will need to be removed and the wound irrigated. Never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours.

Event description:
Additional information obtained from home health nurse and physician: on jan 23 2018, the following information was reported to kci by the home health nurse: the patient had been receiving standard of care debridements to improve wound healing and circulation and the sacral wound was making progress up until (B)(6) 2017. On (B)(6) 2017 it was noted that the wound had increased in size and had irritation to the periwound allegedly due to the unit alarming, reported to kci by the home health nurse on (B)(6)2017. The nurse was not aware of what was done to resolve the reported event. The patient remained on the activ.a.c.¿ therapy system after the alleged event and at this time the patient has met wound healing goals and was discontinued from v.a.c.® therapy. On jan 25 2018, the following information was reported to kci by the physician: the home health nurse notified her on (B)(6) 2017 that the patient¿s sacral wound had increased in size and had developed some irritation. The physician was also informed that the device had been alarming at the time of the event. She could neither confirm nor deny that the activ.a.c.¿ therapy system caused or contributed to the event. The physician confirmed the patient had no permanent impairment and no medical or surgical intervention was required. She stated the patient remained on v.a.c.® therapy after the event and per progress reports received from the home health nurse, the wound continued to progress and the irritation to the periwound resolved. Anecdotally, when the physician assessed the wound on dec 20 2017, the wound was showing signs and symptoms of infection and the wound was cultured. The cultures came back positive and the patient was given antibiotics to resolve the infection. The physician stated the infection was related to the patient¿s pre-existing comorbidities and v.a.c.® therapy did not cause or contribute to the infection as v.a.c.® therapy acted as a bolster to wound circulation improving wound healing to help resolve the infection. Wound healing goals were met and v.a.c.® therapy was discontinued. Device evaluation: on aug 18 2017, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications before patient placement. On (B)(6) 2017, the device was placed with the patient. On oct 26 2017, the device was returned to kci field service and subsequently sent for repair. The pump was replaced to resolve pressure issues. The cause of the fault with the pump could not be determined. The device¿s event log was reviewed on dec 29 2017 and confirmed that the device produced multiple ¿canister not engaged¿ alarms verifying the customer¿s allegation that the device was alarming ¿canister not engaged¿. Note, during this alarm condition v.a.c.® therapy is not applied until the alarm is resolved. Further, the event log indicates that the user was aware of, and reacting to the ¿canister not engaged¿ alarms. The activ.a.c.¿ therapy system was manually powered off for 14-hours prior to contacting kci. During this time v.a.c.® therapy was not applied and there was no indication that an alternate dressing was applied to the wound.